Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 12-4/5.8/75 xxl vascular balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.